Event description:
A malfunction alarm was reported by the customer, identified as code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reappears.